Event description:
It was reported to depuy acromed that the base of the cage broke off from the struts of the cage. According to the complainant, the cage was impacted with bone graft and threaded to the inserter. The base of the cage broke off during insertion and the remaining piece was still attached to the inserter. The surgeon left the cage implanted. Only the base of the cage was returned. There were no adverse consequences to the patient. A dimensional analysis was not possible as only the base of the cage was returned for evaluation. The complainant did not report the lot number.